Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the issue. The detector interface enclosure was replaced. The firmware was uploaded on the detector interface and a backup was performed on the universal serial bus (usb) and left as mobile view station (mvs). A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting the system the mobile view station (mvs) reports a software version mismatch. It takes a very long time to boot the system and the image acquisition system (ias) shuts down. The site checked the setting and found that the mvs was set to UK while the ias was set to us. They changed to us on both of them then they rebooted both of the system but it made no difference. No patient was present at the time of the event.